Manufacturer narrative:
Implant date: exact date unknown, implant took place in 2019.

Event description:
It was reported the patient was not receiving adequate pain relief from the superion indirect decompression spacer after being implanted for 2 years. The patient underwent a procedure where the spacer was explanted and a spinal fusion was performed. The patient did well post-operatively. The explanted spacer was retained by the facility and will not be returned for analysis.